Event description:
A caller reported a minimum fill notification. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. When the issue occurred, the customer took corrective action by replacing the entire cartridge, and it is currently not happening.